Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of receiving a new infusion set, but did not receive the serter. Customer reported that previous infusion sets were bent and customer received a new type of infusion set. Customer did not know why blood glucose continued to elevate. Customer's blood glucose was 447 mg/dl. Customer's declined troubleshooting for high blood glucose.